Event description:
On 7/5/95, a field rep from the MFR discovered an intermittent partial obstruction of one (1) channel of the instrument assembly due to a portion of a solid phase pipette cap cover. This is a unique failure that could not be detected by standard quality control procedures recommended by the MFR and usually performed by the institution. The end result of the instrument failure was seventeen (17) possible false positive test results for chlamydia trachomatis covering the time period from 5/12/96 to 7/7/96. Appropriate steps are being taken to notify the pts and their physicians.